Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k3e 7.2mg plus blood collection tubes, there was foreign matter that appeared to be blood found in an unused tube. The tube also had a needle puncture hole in the stopper. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation, which depicted red foreign material resembling blood and a pierced stopper, indicating that the tube was used. However, since no blood is used in the manufacturing process, this defect would not have been caused by bd. Additionally, a total of 100 retained samples were visually inspected, and no foreign material was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - blood. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k3e 7.2mg plus blood collection tubes, there was foreign matter that appeared to be blood found in an unused tube. The tube also had a needle puncture hole in the stopper. No adverse impact was reported regarding the patient or user.